Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "the system cable had a bad contact" (device issue). The customer reported the system cable had a bad contact. The surgeon completed the surgery manually. Additional information received stated the case was converted to an ecce. The surgeon declined to provide more information. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the system. The contacts were cleaned. The system was then tested and met all product specifications. (B)(4)